Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited an impedance anomaly. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported.

Event description:
It was reported that the atrial lead exhibited loss of sensing and low lead impedance. The lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.